Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR. It was reported that shock impedance was greater than 150 ohms. Biotronik has no information in regards to a revision. The lead remains implanted. Should additional information become available this file will be updated.